Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in mexico reported to a fresenius mexico technician that a 2008k2 hemodialysis (hd) machine had high conductivity during treatment, and the patient¿s blood was clotting. The amount of blood loss due to the clotting was not specified. The patient finished their treatment on the same machine with new disposable supplies. There were no reported health issues. As part of the equipment evaluation, the operation of the acid and bicarbonate pumps were checked, in addition to the operation of the conductivity sensors. These were found to be working correctly without any problems. A calibration instrument was used to rule out any problems, and none were found. The machine has been repaired and returned to service. No parts were available to be returned for evaluation. It was reported that no additional information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility in mexico reported to a fresenius mexico technician that a 2008k2 hemodialysis (hd) machine had high conductivity during treatment, and the patient¿s blood was clotting. The amount of blood loss due to the clotting was not specified. The patient finished their treatment on the same machine with new disposable supplies. There were no reported health issues. As part of the equipment evaluation, the operation of the acid and bicarbonate pumps were checked, in addition to the operation of the conductivity sensors. These were found to be working correctly without any problems. A calibration instrument was used to rule out any problems, and none were found. The machine has been repaired and returned to service. No parts were available to be returned for evaluation. It was reported that no additional information was available.